Event description:
It was reported that the patient underwent a procedure for eventration on (B)(6) 2024 and suture was used. At the beginning of a suture with "prolene" thread, the needle was broken. A fragment of the needle remaining in the patient's tissue, a part of needle with the thread on the needle support. The fragment had been recovered from the patient and the broken wire had been removed. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * what instruments were used to grasp the needle? * where was the needle grasped during use? * size of the needle piece retained? * was there any additional tissue damage as a result of searching for the needle piece? * were x-rays taken to locate the needle piece(s)? * was needle fragment removed during the same procedure ? * was needle fragment removed in an additional surgery ? * does a piece of the needle remain in the patient¿s tissue? * "what tissue structure is it located? Size of the needle piece retained * are any plans in place to remove the needle piece in future?" * if retained, what is the surgeon's opinion of consequences to the patient? * can you identify the lot number of the product that was used? * please provide procedure date * patient¿s current status? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 5/2/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.